Manufacturer narrative:
H10: one sample was received for evaluation in wet condition. A visual inspection of the sample identified a separation of the cassette sheeting at the corner of the cassette. This separation would cause a leak and therefore, functional testing was not performed. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue which occurred during the cassette welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking. The leak was further described as, ¿the leak was coming from the cassette somewhere¿. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.